Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post implant, the patient experienced complete heart block on the right ventricular (rv) lead. It was also noted that the right atrial (ra) lead and the rv lead exhibited no capture. Both the ra and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.